Event description:
Dealer reported that bed motor would run continuously. The motor control unit was also reported as emitting smoke during this event. No fire occurred. No damage to any bed component reported.